Manufacturer narrative:
The t:slim g4 pump user guide states that the t:slim g4 pump should be taken off and removed from the procedure room during an x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), positron emission tomography (pet) scan or other exposure to radiation. In addition, do not expose your pump, transmitter, or sensor to pacemaker/automatic implantable cardioverter defibrillator (aicd) placement or reprogramming, cardiac catheterization, or nuclear stress test. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. There was no patient involvement, as the pump was not being used on a customer at the time of the reported event. Reportedly, the customer received an x-ray and was on alternate insulin therapy prior to the malfunction alarm occurred, but it was not verified if the pump was in the room at the time of the x-ray. During troubleshooting with tandem technical support, the malfunction alarm was cleared.